Event description:
It was reported that after an unknown procedure, there was a leak from the staple line which was confirmed four hours after the operation. The staples formed only two of three lines. The patient received a temporary artificial anus and was hospitalized.

Manufacturer narrative:
Information unavailable; device was not returned for eval.